Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated the cgm was displaying 6.1 mmol/l. They started sweating and took a finger stick and the bg meter reading was 4.4 mmol/l. The patient took four dextrose tablets and felt fine afterwards. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A root cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the a zone of the parkes error grid. However, this is being reported due to adverse event and/or medical intervention. No additional event or patient information is available.